Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. The patient experienced lack of efficacy. Explant was planned and scheduled for (B)(6) 2016. The patient¿s status was ¿alive ¿ no injury.¿ it was unknown if the issue was resolved. The patient¿s medical history was listed as ¿none.¿

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was delivering dilaudid (7 mg/ml), ketamine (72.9 mcg/ml), and bupivacaine (6 mg/ml) at minimum rate. The patient never received efficacy, but it was unknown if the lack of effect was related to the drug. It was unknown if there was a system issue. The system was being explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.